Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and hyperglycemia. The blood glucose reading was over 600mg/dl. The customer was experiencing high glucose since the day before the event. Troubleshooting was performed. Ran a fixed prime and high pressure test and the tests passed. During testing was found that the customer was not removing the plunger prior filling. The customer mentioned that the insulin pump was cracked at the liquid crystal display. Advised the customer that a replacement of the insulin pump will be sent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.